Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 33 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during an unknown procedure, the device fired malformed staples and then jammed. Another device was used to complete the case with no patient consequence.